Event description:
Account stated the brakes will set. But the brake caster still rotates.

Manufacturer narrative:
Technician found swivel locks worn down. Tech replaced brake bearings and casters to resolve.